Manufacturer narrative:
(B) (4). Manufacturer's method - manufacturer evaluation / investigation currently in process. .

Event description:
After contacting (B) (4), protime patient self tester with therapeutic range of 2.5 - 3.5 inr reported to itc: on (B) (6) 2009, protime inr 3.1 vs unspecified lab system inr 4.6. On (B) (6) 2009, protime inr 2.7 vs 2 unspecified lab systems inr - 3.1 and 3.7. No report of adverse event, serious injury, or intervention